Event description:
The customer reported the collimator iris would not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced and aligned the collimator. No patient injury was reported.